Event description:
It was reported when using the bd integra¿ syringe with detachable needle the product was damaged/deformed (device is operable) and the needle was loose/pulled out of the hub. The following information was provided by the initial reporter. It was reported by the health professional: "a needle broke off in the patients arm and there was a syringe connectivity issue." Verbatim: pharmacy called saying "a patient used the bd integra syringe and part of the component is not where it is suppose to be. The needle part of the syringe is stuck within the patient, the housing component (the orange part) is inside the barrel." No further information was provided.

Manufacturer narrative:
H6: investigation summary: one loose 3ml integra syringe (B)(4) was received. The sample was visually evaluated. The syringe appeared to have been activated. The spring, plunger rod, needle shield, and needle hub were separated from the syringe. The needle was present in the bottom of the outer plunger rod. The reported defect could not be confirmed based upon the sample received. The reported defect was not identified in the samples received. Therefore, potential root cause could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported when using the bd integra¿ syringe with detachable needle the product was damaged/deformed (device is operable) and the needle was loose/pulled out of the hub. The following information was provided by the initial reporter. It was reported by the health professional: "a needle broke off in the patients arm and there was a syringe connectivity issue." Verbatim: pharmacy called saying "a patient used the bd integra syringe and part of the component is not where it is suppose to be. The needle part of the syringe is stuck within the patient, the housing component (the orange part) is inside the barrel." No further information was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.